Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had abnormal impedance on the superior vena cava (svc) coil back in 2017. The svc coil of the rv lead was turned off. Now abnormal impedance was detected at the svc and rv coils and an alert was noted on the remote transmission. It was noted that the rv coil had a high reading for only one day and it then returned to stable readings. A possible lead fracture was suspected. The following day the patient visited the hospital and the impedance issue was identified during a device check. The physician decided to continue to monitor the rv lead thru remote monitoring at more frequent intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.